Event description:
Pt was a woman, who presented with 2 days of vertigo, followed by hearing loss on the left, nausea, vomiting and rapid deterioration with diminished responsiveness and quadriplegia. Pt was transferred to site intubated and paralyzed. Selective injection revealed a proximal basilar artery occlusion. The diagnostic catheter was exchanged for a 6f neuron catheter (penumbra), which was placed in the distal right vertebral artery. Through the neuron catheter was advanced, a 0.014" x-celerator 300 cm exchange wire (ev3) and a merci microcatheter 18l (concentric). Several unsuccessful attempts were made to navigate past the vertebrobasilar junction and into the proximal basilar artery. A diagnostic run showed the proximal basilar occlusion was gone, most likely due to extensive manipulation of the wire and microcatheter. Three (3) mg of tpa was then infused into the proximal basilar artery. A diagnostic run in the right vertebral artery revealed a very complex dissection, possibly caused by the use of the wire or microcatheter. Three (3) overlapping stents were placed to repair the right vertebral artery dissection. In addition, 15 mg of integrilin was infused, and aspirin and plavix were administered. A specific cause of the dissection was not reported. The possible contribution of the wire, microcatheter and tpa could not be ruled out. There is no evidence to indicate that the microcatheter 18l malfunctioned.

Manufacturer narrative:
Vessel perforation and hemorrhage are listed as possible complications in the microcatheter instruction for use (IFU).